Manufacturer narrative:
H6. Investigation results- there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other available information.

Event description:
It was reported via legal notification, that patient, underwent two revision surgeries in (B)(6) 2018 on his left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Upon information and belief, in (B)(6) 2019, plaintiff underwent a revision surgery on his left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Revisions referenced for fall and winter 2018, report numbers: 1038671-2023-00392 and 1038671-2023-00393. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.